Event description:
It was reported that the patients spinal cord stimulator (scs) was not helpful and patient was unable to get the battery charged. The patient underwent an explant procedure. The explanted products will not be returned as bsc representatives does not allow to take the equipment.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 20380025/207611633.